Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead was found to have low pacing impedance measurement and was oversensing noise. The ra lead was explanted and replaced. The patient was in stable condition.